Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited high capture threshold which resulted in loss of capture. Chest x-ray further confirmed that the lv lead had dislodged. The lv lead was subsequently explanted and replaced. No patient consequences were reported.